Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a skin reaction at the needle puncture site, characterized by redness, warmth to the touch, and signs of infection. A photo included in the complaint record was reviewed, showing redness across the area previously covered by the adhesive. The image also revealed mild edema, but no additional signs of infection were visible. The patient was taken to the hospital, where the skin reaction was treated with a prescription of oral azithromycin. After approximately five hours, the patient was discharged. At the time of this report, the patient was reported to be in a stable condition. A photograph was provided for investigation. The allegation was confirmed via a photographic inspection. The probable cause could not be determined. No additional event or patient information is available.